Event description:
It has been reported to us that the radiopaque marker band separated from the shaft of the aspiration catheter and remains inside the pt. The physician inserted the aspiration catheter into the pt. At some time during the procedure the radiopaque marker band separated from the shaft and remains inside the pt. An attempt to obtain add'l info about the event has been made. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.